Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the having poor coupling and taking days to charge was not determined. The patient said that nothing was resolved and they were sent sticky pads to place on the recharging paddle. The patient stated that the sticky pads helped to maintain a better connection and they still lost connection but not as bad as before the sticky pads. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that they were having recharging difficulties and the coupling would drop constantly when charging. The patient could not get good coupling when standing up, as it would drop as soon as they would sit down. The patient stated that since they didn't like to stand for so long, they would charge over a couple of days. The patient mentioned that the adhesive discs had helped but did not resolve the issue. It was also reported that some of the discs weren't stick at all and some were so sticky that when the patient would remove them, they would have to rip it off their skin which was not comfortable. The patient wanted to know if there were any other options to use. The repair department was contacted and a replacement antenna was requested. No further complications were reported or anticipated.

Manufacturer narrative:
Refer to regulatory report # (B)(4). The patient had two implanted systems and it was not clear which issues pertained to which implanted system. The referenced report pertains to the patient¿s other system. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was implanted with an implantable neurostimulator (ins) for degenerative disc disease, chronic low back pain and spinal pain. It was reported that charging was a pain and it takes a very long time. Patient reported they need to charge over a few days. It was reported that patient had poor coupling. Adhesive discs was being sent to the patient. No symptoms reported at this time.